Event description:
Product analysis confirmed that the pulse generator performed according to functional specifications. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. No other relevant information has been received to date.

Event description:
The clinic notes from the patient's appointment stated that the patient had reported increased breakthrough seizures. The patient noted that they do not feel that their vns is working as well as it used to, and that it does not change their voice like it used to. The generator was explanted and replaced due to prophylactic reasons. The explanted generator has been received by the manufacturer, analysis is underway but has not been completed to date. No other relevant information has been received to date.